Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the gears had severe scratches, the drive shaft end play was veiled, and the device was full of detergent and rust. This was attributed to improper maintenance. The device was repaired and returned to the customer on (B)(4) 2013.

Event description:
Customer reported that the reducer became unusually warm. Device was returned for repair. This is report 1 of 1 for (B)(4).